Event description:
Patient reported a left side "breast complaint". Healthcare professional later reported "calcified and rigid capsule" baker grade IV. Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture and calcification requested on (B)(6) 2025 is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ calcification: to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed white calcification on the device. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a left side "breast complaint". Healthcare professional later reported "calcified and rigid capsule" baker grade IV. Device has been explanted.